Event description:
A customer contacted beckman coulter inc. (Bec) and reported that the modular chemistry (mc) sample syringe was loose and leaking on the unicel dxc 800 synchron clinical system. There was no effect to patient or user.

Manufacturer narrative:
Customer tightened the mc sample syringe, but this did not resolve the issue. Customer replaced the syringe and this corrected the problem. Bec service was not dispatched for this event. Hardware is the root cause for this event. (B)(4).